Event description:
There was no patient involvement in this event. This device malfunctioned because the status indicator was flashing and the device was emitting a "memory full" massage and the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The device was originally returned for a similar problem in (B)(6) 2010. The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date, there were multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the microprocessor. The microprocessor was replaced and device operated to specification. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.